Event description:
It was reported by the customer that during a routine inspection the cs100 intra-aortic balloon pump(iabp) system failed to complete its self-test for the driven valve assembly. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name, telephone and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0018) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.